Event description:
Information was received indicating that during use of this smiths medical cadd pump, the pump ran faster than the other and the customer needed to add extra medication to the syringe. No patient injury reported.